Event description:
Revision surgery will be necessary 3 months post op. Because during an x-ray the presence of the screw used to fix the ps tibial insert has been detected in the joint. Ref MFR #3005180920-2013-00145.